Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire was received from the customer stating the abrasion was always in the same place on the optics.

Manufacturer narrative:
The used company cartridge complaint samples were not returned. Two-hundred and twenty (220) unopened company cartridges were returned. Twenty-two (22) samples were pulled randomly; one from each of the twenty-one returned unopened cartons and one from the ten loose returned unopened pouches. The twenty-two company cartridges were microscopically examined with no abnormalities observed. Functional and dye stain testing was conducted for all twenty-two samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed on the lenses post-delivery. Product history records were reviewed and the documentation indicated the product met release criteria. Two lens models were indicated. Not enough information was provided to determine if the indicated lens models were within the qualified diopter range for use with the company cartridge. Lens models have specific qualified diopter ranges. The company lens is qualified for diopters 6.0-27.0. An company lens was also indicated. This model has three different diopter ranges based on the specific toric correction. A company handpiece and company viscoelastic were indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Twenty-two of the unopened company cartridges returned for the reported lot were evaluated. No abnormalities were observed. Functional and dye stain testing was conducted using with the twenty-two unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting a maximum of 10-15 cartridges were used then this batch was no longer used. (Maximum 10-15 pieces - rather less). The doctor acted very quickly because it disturbed him in the course of the surgery. These cartridges have only been used for a very short time.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was noticed to have an abrasion after it was implanted in the eye on multiple occasions with this lot number. The surgeon was able to rinse it off without leaving any residue. The surgeon started using another batch with no repeated issues. There was no patient impact.